Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee iii ceiling system. During an emergency patient procedure, no x-ray release was possible. The patient had to be moved, and the procedure was completed on an alternative system. We have no indications of any adverse effects on the health status of any involved persons.